Event description:
It was reported that the hematocrit saturation module displayed inaccurate values during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The unit was returned to terumo for investigation and the complaint was confirmed. The hematocrit saturation probe tab was cracked causing the fluctuating and inaccurate readings on the hematocrit saturation module. The damaged hematocrit saturation probe was replaced. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.